Manufacturer narrative:
The customer was able to troubleshoot the instrument with the help from customer technical service (cts) over the phone on 09/27/2016. The customer found a leak from tubing through pinch valve (pv37). Cts assisted the customer with replacing the tubing through pv37 which resolved the leak. The repairs were verified according to the customers established protocols. (B)(6).

Event description:
The customer reported approximately 10 ml of clear fluid leak from a coulter lh 500 hematology analyzer. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.